Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results, also error messages (e-5 and e-3). Nurse is calling on behalf of the customer. At the time of the call the customer reported symptoms of blurry vision, frequent urination and excessive thirst. Medical attention was not needed at the time of the call. Nurse reported customer had sought medical intervention on (B)(6) 2020. Customer had not been feeling well and had felt sleepy; customer's friend had taken her to the hospital. Customer did not recall her blood glucose test result when at the hospital. Customer stated she had been admitted due to high blood glucose and had been discharged (B)(6) 2020. Nurse declined to provide any further information regarding the customer's hospitalization. Nurse declined to troubleshoot the product.

Manufacturer narrative:
Sections with additional information as of 4-jan-2021: h1: type of reportable event updated from malfunction to serious injury. H6: updated FDA's method, result, and conclusion codes. H10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-18: user has high glucose value.